Manufacturer narrative:
Device evaluated by MFR: the coaccess electrode system was returned for analysis. Visual inspection observed residue was present on the device indicating use/ handling. The visual examination of the device found the tines to be fully retracted. A functional evaluation was performed by extending and retracting the array with no resistance noted. The array extended fully and the tines were evenly spaced and un-deformed. A second functional evaluation was performed by measuring the continuity, electrode and cable were able to conduct current indicating proper connectivity. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01208. It was reported that insufficient roll-off occurred. The patient was undergoing a radiofrequency ablation (rfa) treatment of their liver. It was noted that this patient had a lot of areas that needed treatment and they could not resect, this procedure was being performed as a last resort. A 4.0/15/15 leveen¿ coaccess¿ was used with a rf3000 radiofrequency generator. The electrode was deployed in one of the treatment areas. The maximum power was reached and then power fluctuated up and down while the impedance was dropping. The non-bsc grounding pads were checked and re-positioned as they were too low and not in proper alignment. The leveen¿ coaccess¿ was re-positioned due to possibly being near a large vessel. Ablation was then started again; however the same issue occurred. The procedure was aborted. There were no patient complications reported and the patient was noted to be fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01208. It was reported that insufficient roll-off occurred. The patient was undergoing a radiofrequency ablation (rfa) treatment of their liver. It was noted that this patient had a lot of areas that needed treatment and they could not resect, this procedure was being performed as a last resort. A 4.0/15/15 leveen¿ coaccess¿ was used with a rf3000 radiofrequency generator. The electrode was deployed in one of the treatment areas. The maximum power was reached and then power fluctuated up and down while the impedance was dropping. The non-bsc grounding pads were checked and re-positioned as they were too low and not in proper alignment. The leveen¿ coaccess¿ was re-positioned due to possibly being near a large vessel. Ablation was then started again; however, the same issue occurred. The procedure was aborted. There were no patient complications reported and the patient was noted to be fine.